Event description:
It was reported that during troubleshooting for the unrelated alarm, the home patient (hp) notice air in the patient line. The cause of the air in the patient line was undetermined. The technical service representative (tsr) assisted the hp with ending the therapy. The tsr advised the hp to start the therapy over using all new supplies.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.